Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported, the heart lung console would not operate on battery power, eventhough the screen indicated the batteries were charged. The user replaced the power manager board which resolved the problem. The defective power manager board is being returned for eval. Since the event occurred after the cardiopulmonary bypass procedure, there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.